Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. The implantable pulse generator (ipg) exhibited pacing spikes on the hospital monitor after the qrs complex and is suspected to be not functioning as programmed. It was further reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The ipg and ra lead remain in use. No further patient complications have been reported as a result of this event.